Event description:
The device was explanted prior to cremation. Info on the return form noted pt expired on (B)(6) 2011, "unk-pneumonia, copd." The product was returned for analysis.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed a high s2 battery resistance. The inhouse battery tester reported a resistance of 383 ohms. The battery logs showed .46 volt drop. No significant anomalies were noted in pump logs except for a past motor stall recovery. Catheter analysis: a straight pump connector plus connector plus proximal segment were received for analysis that revealed no significant anomalies. Drugs delivered via the pump per analysis report were dilaudid, clonidine and marcaine.